Manufacturer narrative:
Age or date of birth, weight, ethnicity: not applicable as there was no patient contact. Implant date: if implanted, give date: not applicable, the lens was not implanted as there was no patient contact. Explant date: if explanted, give date: not applicable, the lens was not implanted as there was no patient contact. Therefore, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) sterile package had a hole. It was confirmed that the inner pouch was not opened/un-sealed when received. The was no patient contact reported. No further information was provided.

Manufacturer narrative:
Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received inside of a sterilization pouch. A hole on the pouch could be identified. The seal around the pouch was inspected and no further issues were identified. Visual inspection of the folding carton found no issues as well. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report, no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Further failure investigation conducted, and the assignable cause is undetermined, cannot be determined that the event is related to the manufacturing processes. The thickness measurement performed to the pouch (mylar area) is within specifications and the visual inspection of the sample and box did not reveal damage and/or defects that could cause the reported complaint. Conclusion: based on the investigation, pouch evaluation, risk assessment performed, and the current probability of occurrence result, no additional action and/or escalation within the quality system is required. Johnson and johnson surgical vision will continue to monitor this type events. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.